Manufacturer narrative:
E1. Full establishment name: (B)(6). The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the inner sheath, for 26 fr. Outer sheath had a broken ceramic tip. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon could not be confirmed. As the suggested phenomenon could not be confirmed, nor reproduced, a further cause could not be established. Olympus will continue to monitor field performance for this device.